Event description:
It was reported that during use in a procedure at the user facility, the device was overheating causing minor 1st degree burn to patient. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during use in a procedure at the user facility, the device was overheating causing minor 1st degree burn to patient. The procedure was completed successfully without a clinically significant delay.